Event description:
It was reported that during an unknown procedure, an error 5 occurred during use. The blade was broken off when the device was reset outside the patient. No pieces fell into the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.